Manufacturer narrative:
Aso has evaluated returned samples in addition to reviewing records of biocompatibility tests.

Event description:
Consumer reported that he had a skin reaction to the bandages. Consumer reported that red bumps started to form around the area where the bandage was placed and started to spread down towards his neck.